Event description:
The customer reported that they are getting sporadic flu b positive results that come up negative upon repeat. Four of the eight flu b positives were reported to the doctor. This MDR is for the first of four results that were reported to the doctor. A voluntary recall has been performed related to the reported lot.

Manufacturer narrative:
The customer used up all of the reagent and had nothing to return. The investigation of the simplexa flu a/b and rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positives (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. To mitigate the occurrence of false positives (and sub-amplifications), (B)(4). These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).